Event description:
Patient presented with a clot located in the m1 and m2 area of the middle cerebral artery (mca). Upon delivery with the trevo pro 4 retriever, the physician perforated the m2 segment of the mca and the patient also experienced a vasospasm in this region. Physician was able to remove the clot and when the trevo pro 4 was removed, the vessel remained patent and the hemorrhage stopped. The physician stated that the patient's vessel was tortuous and that the patient was not very healthy prior to procedure. No further information was provided as to the patient's condition post procedure.

Manufacturer narrative:
Device not returned to manufacturer.